Event description:
It was reported that during a labral repair surgery the fibers from the anchor were torn out. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. Visual inspection identified the threads of the knotless 1.8 fiber tak® soft anchor, gen2, with #2 suture, qty. 1 had not returned. The distal end of the shaft was bent. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.